Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: patient reports having emergency revision l hip surgery due to implant fracture. On (B)(6) 2026, the patient reports feeling pain and limping on his left hip. On (B)(6) 2026, patient went to the ER to have x-rays - clinicians found the ceramic head was cracked. On (B)(6) 2026, the patient had emergency revision surgery to replace the head and liner. Update: pt. Reported vial mail; I am writing to formally notify you of a premature and unexpected failure of a ceramic femoral head component associated with my left total hip replacement and to request compensation for the resulting medical expenses and related damages. I underwent a right total hip replacement on (B)(6), 2021, and a left total hip replacement on (B)(6), 2023. My right hip replacement has functioned successfully without complication for over four and a half years. My recovery from the left hip replacement also progressed normally until (B)(6) 2026, when I experienced sudden and severe pain in my left hip while walking to my door at home. I had not fallen, experienced trauma, or been involved in any accident prior to the onset of this pain. Because the symptoms persisted, on (B)(6), 2026, I went to the emergency room, where my orthopedic surgeon is affiliated, for evaluation and imaging. After reviewing the x-rays, I was informed that the ceramic femoral head component had fractured into two pieces. I was specifically asked whether I had experienced a fall, traumatic incident, or motor vehicle accident, and I confirmed that none had occurred. Revision surgery was scheduled and performed on (B)(6), 2026. On the morning of surgery, my surgeon again confirmed with me that there had been no traumatic event preceding the fracture. He further stated that he had never personally seen or heard of this type of ceramic component failure occurring without a precipitating incident. This unexpected mechanical failure required a second major surgical procedure less than three years after implantation. The revision procedure involved a different surgical approach than my original operation and has resulted in increased postoperative pain, additional recovery time, and extended physical therapy needs beyond what would normally be expected following a routine primary hip replacement. As a result of this implant failure, I have incurred additional out-of-pocket medical expenses related to emergency evaluation, revision surgery, follow-up care, and ongoing physical therapy. I have also experienced disruption to my normal daily activities and responsibilities during the recovery period. In addition to the physical and financial impact, this event significantly affected my personal life. At the time the fracture occurred, my wife and I had planned a weekend getaway together that we were unable to take due to the sudden onset of pain, emergency hospitalization, and urgent revision surgery. This unexpected loss of planned personal time and enjoyment added emotional stress to an already difficult medical situation and represents a meaningful disruption to my quality of life. Given the absence of trauma and the unusual nature of this type of ceramic femoral head fracture, I am concerned that the failure may be attributable to a defect in the implanted component. I relied on the safety and durability of this medical device when consenting to surgery, and I would not reasonably expect such a component to fail under normal use in such a short period of time. I respectfully request reimbursement for my out-of-pocket medical expenses associated with the revision surgery and follow-up care, as well as consideration for compensation related to pain and suffering, loss of normal activities, disruption to personal plans, and the additional surgical procedure required as a result of this implant failure. Please advise what documentation you require in order to review this matter. I am prepared to provide operative reports, imaging results, implant identification information, billing records, and any additional materials needed to assist with your evaluation.